Event description:
Information was received indicating that this ambulatory infusion pump exhibited accuracy issues. It was also noted that the pump had a broken battery door. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypad and labels intact, and the pump was without physical damage. Functional testing was performed using testing for signs of function and pressure failure. Testing did not duplicate the reported problem of inaccurate delivery. Delivery accuracy testing found the pumps average delivery error to be within the published specification. Device passed all functional testing. No problem was found; and therefore, root cause could not be determined. The pump expulsor was trimmed as a preventive measure in order to bring delivery into more nominal of a range. Further inspection confirmed the pump battery door coin nub and the rear housing battery door hinges were damaged. To resolve this damage, the pump battery door and rear housing were replaced., corrected data: d5 operator of device and e4 initial reporter sent report to FDA.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No evidence was noted to be found of the reported complaint in the event history log. The pump was functionally tested for delivery accuracy. The pump was found to be delivering within manufacturer's specifications. The customer's complaint was not verified, but the expulsor was trimmed as a preventative measure. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.